Manufacturer narrative:
The explanted screw was returned to rti surgical for evaluation. Visual inspection found that the construct appears to have been locked down at a high angle. Dimensional inspection found the screw head to meet manufacturing specifications. The 0.330 diameter to the tulip opening also met manufacturing specifications. A DHR review was conducted and confirmed that this device met manufacturing specifications prior to shipping from rti surgical.

Event description:
It was reported to rti surgical on (B)(6) 2020 that a streamline mis pedicle screw tulip disassociated post-operatively. The index surgery (l1-s1) was performed on (B)(6) 2020. During post-op follow-up, x-rays confirmed that the pedicle screw at the left l5 had disassociated. Revision surgery was performed on (B)(6) 2020 to replace the screw. During the revision surgery, it was also determined that a set screw (at a different site on the left side of the construct) had loosened post-operatively. The loosened screw was replaced with a new one. The set screw is on medwatch report number, 1833824-2020-00026.